Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. Reference internal complaint cc# (B)(4)

Event description:
It was reported that during a myosure procedure for uterine tissue removal, the physician noted a fluid deficit of "3400cc". The pt did not exhibit signs of hypervolemia but the physician administered "lasix as a prophylactic". The pt was discharged home.